Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for chronic lower back pain and spinal pain. It was reported that when the patient first had their implant (B)(6) 2015 the device started shocking the patient. No further complications were reported or anticipated.